Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-57 user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia's bgm system to the results from another trividia's bgm system. (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained of 197mg/dl. The expected fasting blood glucose test result range is 99 to 120mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 160 and 143mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 1/19/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result1:136mg/dl date: (B)(6) 2017 time: 1:09pm fasting, result2: 177mg/dl date: (B)(6) 2017 time: 12:42pm fasting, result3: 182mg/dl date: (B)(6) 2017 time: 12: 40am fasting, result4:110mg/dl date: (B)(6) 2017 time: 1: 58am fasting, result5: 175mg/dl date: (B)(6) 2017 time: 1: 57am fasting. Customer is concerned with back to back fasting results of 232mg/dl and 265mg/dl. Customer also did a meter to meter comparison with her sister's true2go this morning and obtained 124mg/dl and 197mg/dl fasting results with her true metrix meter. Customer states all readings listed are too high for her.